Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined pacing impedance, high sensing integrity counter (sic), and short episodes of artifacts. Upon opening the pocket, it was noted that the implantable cardioverter defibrillator (ICD) was turned upside down. Twiddlers syndrome was suspected. The rv lead and ICD were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.